Event description:
There appears to be toggles between the block and stylus. Unsure as to whether stylus is calibrated correctly as resection depth is inaccurate. Procedure was completed by continuing without these instrument. No adverse outcome to patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There appears to be toggles between the block and stylus. Unsure as to whether stylus is calibrated correctly as resection depth is inaccurate. Procedure was completed by continuing without these instrument. No adverse outcome to patient. Examination of the returned instruments confirm the instruments are worn out from frequent use and can no longer function as intended due to wear out. The etched lot code of the returned (B)(4) device indicates it was manufactured in december 1997. The item is over 15 years into distribution. Both returned items show signs of regular use. A search of the complaints databases against the product/lot code combination found no other reports. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.